Event description:
This spontaneous report was received on (B)(6) 2011 from a (B)(6) female consumer reporting on self from (B)(6). The consumer did not have any known medical history and she was not taking any concomitant medication. On an unspecified date, the consumer started using o.b non-applicator tampons, vaginally for menstruation (lot number, expiration date and frequency unspecified). After an unspecified duration, she noticed that the tampon got stuck in body. She also stated that when she tried to remove it, she felt that the string fell off. She squated and tried to pull it she also sat and pushed it out but was not able to remove it. The action taken with the device was unknown. The report was assessed as non serious event and the company causality was assessed as possible. A review of the data associated with this complaint category revealed no adverse trends. Complaint trends will continue to be monitored. This report was considered a reportable malfunction case in (B)(6).

Manufacturer narrative:
The sponsor has self-identified changes required to its standard operating procedures for MDR reporting and these events are being reported in accordance with the new sop. This closes out this report unless other additional significant information is received.